Event description:
It was reported that stryker shipped a box of cement to the hospital, the box was damaged during shipping resulting in one of the packages leaking inside the box. This wasn't noticed until after fed-ex dropped the packaged.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.